Manufacturer narrative:
Batch review performed on 10 december 2025. Gmk-spherika 02.12.e0513fr gmk-sphere tibial insert e-cross - flex 5r - 13mm (k202022) lot 2308762: (B)(4) items manufactured and released on 03-jul-2023. Expiration date: 14-jun-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 10 months from the primary, the patient came in due to an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly. The surgery was completed successfully.